Event description:
Information received by medtronic indicated that there was long cracked beginning from the top of the insulin pump, all along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified critical pump error due to pump error 35 alarm in the pump history download on (B)(6) 2022 between 18:24:55.000 and 18:34:00.000 due to moisture damage to force sensor. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to force sensor, pcba 1 and pcba 2 during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded home switch, battery tube threads - cracked, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label faded). Critical pump error (open book image) alarm confirmed due to pump error 35. Pump exposed to moisture confirmed at force sensor, pcba 1 and pcba 2. Pump error 35 was confirmed in the history files and was due to moisture to force sensor. Cosmetic damage located at the battery compartment was confirmed. Missing retainer ring confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.